Event description:
Perclose device malfunction with retained foreign body in the femoral artery with femoral artery hemorrhage. Required emergent surgical intervention to remove the foreign body, control bleeding and repair femoral artery.